Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 1.2, 2.1 and 3.2 were not detected on bus. A field service engineer identified that cubies in drawers 2.2 and 4.1 were not detected on the bus, powered off the station and reseated the pyxie bus cable, retractor bands, sensors, and row board cabling for drawers 2.1, 2.2, 4.1, and 4.2. Fse then reassembled the hardware and rebooted the station after completing reseating procedures. Tested all drawers using the hardware test application and confirmed they were detected and functioning properly. The customer validated drawer operation through the application. Hardware performance was normal, and drawer and cubie communication was successfully restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 1.2, 2.1 and 3.2 failed and not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.